Event description:
It was reported per email (medwatch report #mw5106544, report date: (B)(6) 2021) that the ms3 pumps (B)(4) show low empty cassette when medication can visually be seen. No further details provided.